Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 30 mg/dl. The customer declined assistance from the help line. The customer is working with their health care provider to make the proper adjustments to her insulin pump. No further information was provided.